Manufacturer narrative:
The t: slim x2 user guide states: do not fill the cartridge until prompted by instructions on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Tandem technical support reviewed the pump's history and found that the contact had not performed the load process. The contact reported that the improper load process was performed. During troubleshooting, the customer reloaded the cartridge and received a minimum fill notification. The contact was uncertain how much insulin remained in the cartridge when it was reloaded. Insulin was added onto the cartridge and the load process was successfully completed. The customer's blood glucose level was not impacted.